Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. There was also an untreated event stored due to the same noise. Technical services reviewed the electrograms. The physician confirmed that there is a high possibility of over-sensing of muscle potential due to muscle spasms caused by an epileptic seizure. The timing of the seizure and the event are close together. There were no additional adverse patient effects. The system remains implanted.